Manufacturer narrative:
Integra has completed their internal investigation on october 25, 2017. Results: evaluation of returned device; reason for return was confirmed. Although the head calibration was found in tolerance the head and width clips were found worn and out of flatness spec. All internal assemblies are worn but function. The wear to the actuator rod and air switch creates a gap that would cause the hand piece to skip. Many of the parts are original from the production in 2002. Dermatome is 15+ years old and has been in service for 4 years. Excessive time in service. Recommend hand piece replacement. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Complaints history; a two year look back from 10/23/2015 to 10/23/2017 for this reported failure and or related to "skipping or tearing" for product ID;s 3539500 shows no other prior complaints were received; no new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: received model c dermatome c-0255 with a guard, 2x 2¿ and a 4¿ width clip. The hand piece passed the first function test. The guard and 1 x 2¿ width clip were found with worn plating and failed the inspection. The head calibration was found in tolerance on all inspection points. Overall the hand piece is made up of many older style parts that are worn from use. 15.7 years old dermatome has been in service for 4 years. The air motor and switch both passed inspection but both are older parts and the switch is worn with the actuator rod. Due to wear and plating issues the head and handle will need to be replaced.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the dermatome was skipping and tearing the skin. It caused a surface injury that required couple of stitches where it skipped. The event lead to surgical delay, unknown for how long.